Event description:
Case occurred in 2001. The pt sustained arterial injury and embolization of intimal tissue into the superficial femoral artery dilatation of the sheath. The physician first attempted an embolectomy but had poor results. Ultimately the physician repaired the artery with a fem-popliteal bypass.